Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The reported "lec 1870" was duplicated and the customer's reported problem was confirmed. According to the investigation, this is a motor timeout error. During investigation the pump was opened and found that the motor was locked. The investigation confirmed that the locked motor caused the reported problem. Service replaced the locked motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code"lec 1870". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.